Manufacturer narrative:
The lot was manufactured between april 28, 2019 and april 30, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and leakage from the spike port weld in back of the bag was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking along the seam of the bag in-between the tubing or ports. This issue was identified during compounding, before patient use. There was no patient involvement. No additional information is available.